Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The zilbs-635-8-8 of lot c1229206 has not been returned for evaluation. With the information provided, a document based investigation was conducted. The investigation will be updated if the device is returned and evaluated. The device was not available for evaluation after three requests. From customer testimony, the complaint device was advanced over a cook tracer metro 0.035¿ diameter wire guide. A sphincterotomy and pre-dilation of the obstructed area were conducted prior to this occurrence. The procedure was conducted with an olympus endoscope (tjf260). The target location was the intrahepatic bile duct, to treat a malignant hilar biliary obstruction. Resistance was encountered when advancing the wire guide. The delivery system was not advanced through a previously placed stent. Additional information was received from the customer. The patient anatomy was not tortuous or calcified. There is no evidence to suggest that this incident did not occur. Therefore, the customer complaint is confirmed based on customer testimony. Possible causes for this occurrence could include the patient anatomy. The patient anatomy could have created the resistance encountered during advancement of the wire guide. The patient anatomy could have also applied high forces to the advancing device, causing or contributing to the premature stent deployment. However, as the conditions of use cannot be replicated in a laboratory environment and the complaint device has not yet been returned for evaluation, a definitive root cause cannot be determined. Prior to distribution, all zilbs (zilver biliary) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information provided to date, there is no evidence to suggest any manufacturing issues associated with lot number c1229206. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence, and finished the procedure with another device. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
The user advanced the device into the endoscope channel. They found that the tip of stent deployed partially when it had not been advanced to desired position. The safety lock was not removed. They withdrew the device and replace new device to finish the procedure.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The zilbs-635-8-8 of lot c1229206 was returned for evaluation, without the original packaging. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, the complaint device was advanced over a cook tracer metro 0.035¿ diameter wire guide. A sphincterotomy and pre-dilation of the obstructed area were conducted prior to this occurrence. The procedure was conducted with an olympus endoscope (tjf260). The target location was the intrahepatic bile duct, to treat a malignant hilar biliary obstruction. Resistance was encountered when advancing the wire guide. The delivery system was not advanced through a previously placed stent. Additional information was received from the customer. The patient anatomy was not tortuous or calcified. On evaluation of the returned device, it was observed that the inner peek catheter was bent just proximal to the distal white tip. There was a 12mm gap between the proximal end of the stent and the pusher ring. The distal end of the stent was damaged. The outer sheath (flexor) was measured as 200cm, which was within specification of 200cm +2/-1cm. The device was flushed successfully with no issues noted. The device was wired with a 0.035¿ diameter wire guide, and no resistance was encountered. The engineers deployed the stent during the evaluation, and slight resistance was felt at the start of the deployment. It was suggested that this could be due to the damage of the stent or congealed blood in the system. The device functioned as expected during the evaluation, and there was no evidence to suggest a manufacturing defect with the device. There is no evidence to suggest that this incident did not occur. Therefore, the customer complaint is confirmed based on customer testimony. The customer was contacted to ask where the premature deployment was noticed. However, after three requests this information has not yet been provided. Possible causes for this occurrence could include the patient anatomy. The patient anatomy could have created the resistance encountered during advancement of the wire guide. The patient anatomy could have also applied high forces to the advancing device, causing or contributing to the premature stent deployment. However, it may be noted that the customer reported that the patient anatomy was not calcified or tortuous. However, as the conditions of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. Prior to distribution, all zilbs (zilver biliary) devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records did not reveal any discrepancies which could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information provided to date, there is no evidence to suggest any manufacturing issues associated with lot number c1229206. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence, and finished the procedure with another device. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
A follow-up MDR is being submitted to include the device evaluation details. Initial report details: the user advanced the device into the endoscope channel. They found that the tip of stent deployed partially when it had not been advanced to desired position. The safety lock was not removed. They withdrew the device and replace new device to finish the procedure.